Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure, a l3-l5 oblique lateral lumbar interbody fusion (olif). It was reported that the system was alleged to be inaccurate, with the navigation showing a lateral trajectory at l3 and l4, resulting in an inability to achieve accurate screw placement at those levels. There was difficulty with registration due to the presence of metal cages, and registration could not be achieved at all levels after cage placement, with successful registration only at l3 and l5. The surgeon was unable to place screws using the c-arm in the lateral position. The procedure experienced an extended surgical time of a three-hour delay. Oblique and ap images were taken and accepted by the software multiple times, snapshots were taken and accepted, and 3define imaging was completed multiple times. A new blank shot was taken after the image adaptor was removed and replaced. Multiple attempts at registration and navigation were made, including the use of a new stealth air frame and a second robot, but the navigation continued to show a lateral trajectory. Ultimately, the patient was flipped to the prone position and all screws were placed using the second robot without issue, with all screws reported as accurate and correct. No patient complications have been reported as a result of this event. Additional information was received. It was reported that the registration was CT-fluoro and the navigation showed to be off 3.5 mil limeters (mm) to 10mm. The patient did not experience any symptoms.

Manufacturer narrative:
H6) multiple annex a codes were applied to capture this event. A0908 captures the inaccuracy while a23 captures the registration dif ficulty/failure. H3, h6) clinical data was received and is pending analysis. Codes b21, c21, and d16 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: kit0898, serial lot: unknown. H3, h6) clinical data was received for analysis. In summary, it was concluded that the probable cause of the reported deviation was the skiving of surgical tools on the bony anatomy. According to the navigation logs, in all cases, the distance between the tip and the divot exceeded 2 mm, which is outside the acceptable range. Since multiple snapshots did not resolve the navigation mismatch, and the reference frame was changed when switching to another robot, both of which used the snapshot tracker. This suggests an issue with the snapshot tracker itself. Codes b01, c13, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.